Event description:
It was reported that during post op review the left ventricular (lv) pacing impedance was high and when the lead was programmed tip to ring the patient complained of stimulation. Therefore medical intervention is pending to resolve a potential partial lv lead insertion issue. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.